Manufacturer narrative:
(B)(4). Date sent: 12/8/2023 d4: batch # u5cw1n investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the handle shrouds partially opened and with no reload present. Upon further inspection, the firing trigger would not function as intended and felt loose. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the handle shrouds were found to be damaged, the spring firing trigger was noted to be missing, and evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the device. The device opened and closed without any difficulties noted. It is possible that the damage on the handle shrouds was due to improper handling of the device. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information.   Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the spring firing trigger is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. Device history review a manufacturing record evaluation was performed for the finished device batch number u5cw1n, and no non-conformances were identified.

Event description:
It was reported that the surgeon was using a psee45a echelon gun and gst45g for a lap low anterior resection procedure. Post initiation of firing, the blade didn't return back completely. While trying for manual reversal, the reversal button didn't work and the surgeon had to proceed with manual override. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. A manufacturing record evaluation was performed for the finished device psee45a lot number a9cu7r and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.